Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified circumflex artery. A 1.50mm x 15mm apex¿ push balloon catheter was advanced for dilatation. However, the balloon ruptured at 14 atmospheres. The procedure was then completed with a non compliant balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an apex balloon catheter. There were numerous kinks in the hypotube, with blood in the balloon and lumen. The balloon was loosely folded. An inflation device filled with water was used to inflate the device to rated burst pressure (rbp). The balloon held pressure for 5 minutes. Microscopic inspection found no irregularities or defects with the balloon. Microscopic inspection of the markerbands found no evidence of damage or irregularities. Microscopic inspection found no irregularities with the bond of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified circumflex artery. A 1.50mm x 15mm apex¿ push balloon catheter was advanced for dilatation. However, the balloon ruptured at 14 atmospheres. The procedure was then completed with a non compliant balloon catheter. No patient complications were reported and the patient's status was stable.